Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken tip was identified. It is likely the result of excessive heat; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of kd-611l was broken during a therapeutic endoscopic submucosal dissection procedure involving an olympus single use electrosurgical knife. There was no patient injury reported.